Event description:
Per the clinic, the device was explanted due to medical/surgical complications (type not specified). The manufacturer became aware upon receipt of the explanted device on (B)(6) 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).